Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the calcified distal right coronary artery. The vessel was predilated with a 2.5x12m maverick balloon. The physician inserted the taxus express2 2.5x20mm drug eluting stent, but was unable to cross the lesion. The stent delivery system was removed from the patient and it was noted that the proximal edge of the stent was flared. The procedure was completed with another manufacturer's stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.